Event description:
Report received of a failure to alarm. The pump was returned to the clinical engineering department with an unsigned note that stated, "took cassette out of the pump and the pump did not alarm and the pump kept running." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing by the user facility, while the device was infusing, the door was opened and the cassette was removed. The customer contact stated that the device did not alarm and the display continued to increment with the cassette out of the device. There were no reported advese pt events. Though requested, no additional info was provided.